Event description:
Patient noticed decrease in size of left breast. Promptly seen in office where physical examination revealed a smaller left breast and much softer to palpation. Patient had a 3d mammography and sonography revealing fluid and volume loss of the left breast.